Manufacturer narrative:
Zoll has not received the autopulse platform (sn: (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
Patient 1: during patient use, the autopulse platform (sn: (B)(4)) did not perform compression and displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message. The crew immediately performed manual CPR. The user performed troubleshooting by reseating the lifeband however, issue persist. Patient's status is unknown. Please see the following related MFR reports: ccr51972, MFR 3010617000-2020-01212 for patient 2; ccr51974, MFR 3010617000-2020-01213 for patient 3; ccr51975, MFR 3010617000-2020-01214 for patient 4.